Event description:
A female patient was injected with one syringe of radiesse into midface. About three weeks later, the patient developed pain, redness, tenderness, swelling and a nodule in the right tear trough area. Dr (B)(6) diagnosed the patient with infection and treated her with oral levofloxacin, followed by oral clindamycin, doses, frequencies and durations were unknown at the time of call. The patient was also injected with hyaluronidase into the affected area. The patient is recovering.

Manufacturer narrative:
Patient's recovery status was requested and not received. The device history records for the reported lot were reviewed. All required incoming, in process, and final release testing specifications for this lot were met prior to release.